Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor two day had ruptured during the filling process. The device was being filled with 5-fu (40ml) and saline (20ml). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under (B)(4). (B)(4).